Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent primary breast augmentation with a 350 cc mentor memorygel breast implant experienced right sided baker grade iii capsular contracture post procedure. The patient had a procedure done on (B)(6) 2020 to make the implant drop. The surgery was successful in making the implant drop and the patient was given a treatment of singular, milk thistle, and vitamin e. The patient continued experiencing hardness in pain in the implant despite treatment. As a result the patient underwent capsulectomy and bilateral replacement with 500 cc mentor memorygel breast implants on (B)(6) 2020.